Manufacturer narrative:
Follow-up # 2 (06/11/2013)-device evaluation: the associated usb cable and adaptor were analyzed by the product analysis department on (B)(4) 2013. No issues were found with the products. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
(B)(4): the meter was found to have a high sleeping mode current due to a short with the c85 capacitor. Pa replaced c85 and the sleeping mode current reduced.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2012 the reporter contacted lifescan (lfs) in (B)(4) alleging the meter was displaying a battery indicator.this complaint is being reported because the alleged issue was not resolve with troubleshooting done by the customer care advocate (cca). There was no indication that the lfs product caused or contributed to a adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
The subject meter and usb cord have been returned to lifescan for evaluation. The evaluation of the products have not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.